Manufacturer narrative:
Investigation summary: five event units were returned for evaluation. Upon inspection, engineering noted no visible damage to the cannulas and found that all units met specifications. All kii z-thread trocars are thoroughly inspected 100% for functionality during the manufacturing process. Applied medical has reviewed the details surrounding the incident. At this time applied medical is unable to confirm that a product malfunction occurred. Applied medical will continue to monitor its vigilance system for any developing trends. This document represents our final report.

Event description:
Lap nissen - "dr. (B)(6) complained about the trocars repeatedly coming out and migrating into the pre-peritoneal space allowing the co2 gas to seep into the sq tissue." Patient status - "patient was discharged home next day without complications."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.